Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent break.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic pigtail stent was used during a procedure performed on (B)(6) 2024. During the procedure, the stent was partially inserted into the biopsy valve but had to be removed to reposition the guidewire; however, the stent broke into two pieces when it was grabbed by hand to slide into the guidewire. A second stent was used to complete the procedure. There are no known patient complications due to this event. Note: no further information has been obtained despite good faith efforts.